Manufacturer narrative:
Product investigation summary: one (1) angled stardrive screwdriver with sleeve (part 03.617.900 / lot 8152594) was returned with a complaint stating that the angled screwdriver joint became disengaged during an anterior cervical disc fusion of c3-4. Another screwdriver was available and the case was completed with no surgical delay. The part was returned with the broken screwdriver joint and the 3 disassembled components. The complaint is confirmed. The angled stardrive screwdriver is a component of the zero-profile (zero-p) and the zero-p variable angle (va) anterior cervical interbody fusion (acif) system and is designed to be used in conjunction with an angled awl for hole preparation and screw insertion if the patients anatomy does not allow use of the straight instruments. For final tightening, only drivers compatible with a 1.2 nm torque limiting attachment should be used. The technique guide cautions that breakage of the driver may occur if the torque limiting attachment is not used. This complaint is consistent with the failure due to torque. Bench top testing establishes the failure torque of the angled driver to be 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. Because the driver failed intra-operatively, it¿s likely the driver was being used for final tightening and a torque greater than the 1.2 nm required for locking was being applied. The angled driver is not designed or intended to be used for final tightening of the screws to engage the taper locking mechanism. A shaft for angled screwdriver with quick coupling and torque limiting handle can be utilized for angled final tightening of the screws when the patient anatomy does not allow for use of the straight instruments. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 07. Mar. 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior cervical disc fusion (acdf) of c3-4 revision procedure was performed on (B)(6) 2015 for a previously performed acdf at c4-5 level completed on an unknown date with a non-synthes device. During the surgery, when the surgeon was inserting a screw with an angled zero-p screwdriver joint, the two devices became disengaged. The screwdriver was unable to be used, however another screwdriver was readily available and used to complete the procedure. The surgery was successfully completed with no surgical delay. This is report 1 of 1 for (B)(4).